Event description:
Information received a smiths medical medfusion 3500 pump failed force sensor bridge test. This occurred prior to procedure and during testing. No patient adverse events.

Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, it was observed that the plunger lever would not grab the crutch, right plunger was cracked, battery was missing and noisy operation. A review of the event history log was performed and a force sensor bridge test error was found in the history. During functional testing, the device was found to fail force sensor test at power up. It was observed that the dowel pin came out of the head mount and was loose inside the plunger head which was found to be caused by user/device interface. The force sensor, motor mount with the dowel pin, right plunger case and battery were replaced. Following all part replacements and preventative maintenance, functional testing was performed and the device passed. The root cause was determined to be design related, complaint trends will continue to be monitored. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: d4 (UDI), d5 and e4 is unknown. No information has been provided to date. G5 (510k). This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: h6.